Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 2.6 mmol/l (46.8 mg/dl) while wearing the pod. The patient was taken to the hospital by the paramedics. It was reported that the patient became delusional and had loss of memory and balance. The settings of the pdm (personal diabetes manager) were updated and no other treatment was provided. The patient was released after 4 hours.

Manufacturer narrative:
The case description states that the user feels that during the night the controller is giving to much insulin due to settings on the controller and the sensor not reading well resulting in her daughter to go into hypoglycemia. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files showed no evidence of an over delivery of insulin. The phb audit data showed that the agc algorithm was able to appropriately adapt the suggested insulin based on egvs, user inputs and user settings. The algorithm was found to not suggested insulin while egvs were below 60 mg/dl and only suggested insulin while egvs were below the users setpoint when egvs were predicted to increase, which is expected behavior of the system. The phb data showed that the algorithm would stop suggesting when egvs were decreasing, as is expected. The phb and log files show that the system was receiving valid egv readings during use from the sensor. The system was found to function as intended.